Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pelvic pain, urinary incontinence, recurrent urinary tract infections, increased vaginal and rectal pressure. She was diagnosed with prolapsed vaginal lesion and mesh erosion. The patient had excision of fragments and revision of mesh repair of vaginal enterocele on (B)(6) 2010. In (B)(6) 2010, patient underwent bladder tack and reconstruction with intestinal repair

Manufacturer narrative:
(B)(4): it was reported that due urinary incontinence, stress urinary incontinence and pain the patient had a cystocele and rectocele repair on (B)(6) 2009.(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03739. The same patient is represented in each medwatch. (B)(6).